Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, a complete insertion of the electrode was not achieved at implantation surgery with four channels remaining extra-cochlear. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The users hearing with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hering performance with the device is affected.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition a complete insertion of the electrode was not achieved at implantation surgery with four channels remaining extra-cochlear. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user_s hearing with the device is affected. The user has been reimplanted.